Event description:
Procedure: gastrectomy. According to the reporter: the handle could not be squeezed completely on the first firing. Staples only in proximal end of sulu were fired and tissue was not cut. Another cartridge was fired to recover but the same problem occurred. The incomplete staple line was fixed with new stapler + sulu. No bleeding was reported. The repair of the incomplete staple line resulted in unanticipated tissue loss. The pt status was reported as ok. No other pt info was available.